Event description:
Customer reportedly obtained results of 398mg/dl, 183mg/dl, 207mg/dl, 398mg/dl, and 207mg/dl within 10 minutes on the advantage system. An additional comparison was reported for the customer that produced results of hi and approx 100mg/dl on the advantage system. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No info given to indicate where comparison performed.